Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of back pain ("back pain"), vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding (menorrhagia)") in an adult female patient who had essure (batch no. 846833) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included myofascial pain syndrome, degenerative disc disease, stenosis, menometrorrhagia, menorrhagia and adenomyosis. Concomitant products included levonorgestrel (mirena). On (B)(6)2010, the patient had essure inserted. In 2010, the patient experienced back pain (seriousness criteria medically significant and intervention required). In (B)(6) 2011, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required). In 2011, the patient experienced vaginal haemorrhage (seriousness criteria medically significant and intervention required). In (B)(6) 2012, the patient experienced fear of disease ("fear of bleeding"), dermatitis ("rashes or skin conditions type: dermatitis"), nausea ("nausea"), dysmenorrhoea ("dysmenorrhea (cramping)"), anaemia ("severe anemia"), pollakiuria ("bladder or urinary problems or changes more frequent urination") and urinary tract disorder ("urinary problem or changes"). In 2012, the patient experienced female sexual dysfunction ("apareunia (inability to have sexual intercourse)"). On an unknown date, the patient experienced urinary tract infection ("uti"), migraine ("migraines / headaches"), endometriosis ("reproductive system disorder or condition type of disorder or condition: endometriosis"), dyspareunia ("dyspareunia (painful sexual intercourse)"), fatigue ("fatigue"), alopecia ("hair loss"), abdominal pain lower ("cramping"), headache ("headache") and pelvic pain ("pelvic pain female") and was found to have uterine leiomyoma ("uterine fibroid"). The patient was treated with surgery (ablation, ablation and then later hystrectomy and total hysterectomy (uterus and cervix removed)). Essure was removed in (B)(6) 2015. At the time of the report, the back pain was resolving, the vaginal haemorrhage, menorrhagia, dysmenorrhoea and abdominal pain lower had resolved and the urinary tract infection, female sexual dysfunction, fear of disease, dermatitis, migraine, endometriosis, nausea, dyspareunia, fatigue, anaemia, alopecia, pollakiuria, urinary tract disorder, headache, uterine leiomyoma and pelvic pain outcome was unknown. The reporter considered abdominal pain lower, alopecia, anaemia, back pain, dermatitis, dysmenorrhoea, dyspareunia, endometriosis, fatigue, fear of disease, female sexual dysfunction, headache, menorrhagia, migraine, nausea, pelvic pain, pollakiuria, urinary tract disorder, urinary tract infection, uterine leiomyoma and vaginal haemorrhage to be related to essure. The reporter commented: discrepancy noted: insertion date: (B)(6) 2011, removal date: (B)(6) 2014. 2 trailing coils in left ostia and 4 trailing coils from right ostia. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - in september 2010: results: unknown. Ultrasound scan vagina - in 2010: total bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complain. Most recent follow-up information incorporated above includes: on (B)(6) 2021: mr received. Reporter's information added.rcc added. Lot number added.new event: uterine fibroid and pelvic pain female were added. Lab data, concomitant drug and medical history were added. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of back pain ('back pain'), vaginal haemorrhage ('abnormal bleeding (vaginal)') and menorrhagia ('abnormal bleeding (menorrhagia)') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2010, the patient had essure inserted. In 2010, the patient experienced back pain (seriousness criteria medically significant and intervention required). In 2011, the patient experienced vaginal haemorrhage (seriousness criteria medically significant and intervention required) and menorrhagia (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced urinary tract infection ("uti"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), fear of disease ("fear of bleeding"), dermatitis ("rashes or skin conditions type: dermatitis"), migraine ("migraines / headaches"), endometriosis ("reproductive system disorder or condition type of disorder or condition: endometriosis"), nausea ("nausea"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), fatigue ("fatigue"), anaemia ("severe anemia"), alopecia ("hair loss"), pollakiuria ("bladder or urinary problems or changes more frequent urination"), urinary tract disorder ("urinary problem or changes"), abdominal pain lower ("cramping") and headache ("headache"). The patient was treated with surgery (ablation and total hysterectomy (uterus and cervix removed)). Essure was removed in 2015. At the time of the report, the back pain was resolving, the vaginal haemorrhage, menorrhagia, dysmenorrhoea and abdominal pain lower had resolved and the urinary tract infection, female sexual dysfunction, fear of disease, dermatitis, migraine, endometriosis, nausea, dyspareunia, fatigue, anaemia, alopecia, pollakiuria, urinary tract disorder and headache outcome was unknown. The reporter considered abdominal pain lower, alopecia, anaemia, back pain, dermatitis, dysmenorrhoea, dyspareunia, endometriosis, fatigue, fear of disease, female sexual dysfunction, headache, menorrhagia, migraine, nausea, pollakiuria, urinary tract disorder, urinary tract infection and vaginal haemorrhage to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): ultrasound scan vagina - in 2010: total bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 23-sep-2020: pfs received event " bladder or urinary problems or changes more frequent urination" was updated. Outcome of event " cramping" was updated as recovered. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of back pain ('back pain'), vaginal haemorrhage ('abnormal bleeding (vaginal)') and menorrhagia ('abnormal bleeding (menorrhagia)') in an adult female patient who had essure (batch no. 846833) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included myofascial pain syndrome, degenerative disc disease, stenosis, menometrorrhagia, menorrhagia and adenomyosis. Concomitant products included levonorgestrel (mirena). On (B)(6) 2010, the patient had essure inserted. In 2010, the patient experienced back pain (seriousness criteria medically significant and intervention required). In (B)(6) 2011, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required). In 2011, the patient experienced vaginal haemorrhage (seriousness criteria medically significant and intervention required). In (B)(6) 2012, the patient experienced fear of disease ("fear of bleeding"), dermatitis ("rashes or skin conditions type: dermatitis"), nausea ("nausea"), dysmenorrhoea ("dysmenorrhea (cramping)"), anaemia ("severe anemia"), pollakiuria ("bladder or urinary problems or changes more frequent urination") and urinary tract disorder ("urinary problem or changes"). In 2012, the patient experienced female sexual dysfunction ("apareunia (inability to have sexual intercourse)"). On an unknown date, the patient experienced urinary tract infection ("uti"), migraine ("migraines / headaches"), endometriosis ("reproductive system disorder or condition type of disorder or condition: endometriosis"), dyspareunia ("dyspareunia (painful sexual intercourse)"), fatigue ("fatigue"), alopecia ("hair loss"), abdominal pain lower ("cramping"), headache ("headache") and pelvic pain ("pelvic pain female") and was found to have uterine leiomyoma ("uterine fibroid"). The patient was treated with surgery (ablation, ablation and then later hystrectomy and total hysterectomy (uterus and cervix removed)). Essure was removed in (B)(6) 2015. At the time of the report, the back pain was resolving, the vaginal haemorrhage, menorrhagia, dysmenorrhoea and abdominal pain lower had resolved and the urinary tract infection, female sexual dysfunction, fear of disease, dermatitis, migraine, endometriosis, nausea, dyspareunia, fatigue, anaemia, alopecia, pollakiuria, urinary tract disorder, headache, uterine leiomyoma and pelvic pain outcome was unknown. The reporter considered abdominal pain lower, alopecia, anaemia, back pain, dermatitis, dysmenorrhoea, dyspareunia, endometriosis, fatigue, fear of disease, female sexual dysfunction, headache, menorrhagia, migraine, nausea, pelvic pain, pollakiuria, urinary tract disorder, urinary tract infection, uterine leiomyoma and vaginal haemorrhage to be related to essure. The reporter commented: discrepancy noted: insertion date: (B)(6) 2011, removal date: (B)(6) 2014. 2 trailing coils in left ostia and 4 trailing coils from right ostia. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - in (B)(6) 2010: results: unknown. Ultrasound scan vagina - in 2010: total bilateral occlusion. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. Most recent follow-up information incorporated above includes: on 2-mar-2021: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of back pain ('back pain'), vaginal haemorrhage ('abnormal bleeding (vaginal)') and menorrhagia ('abnormal bleeding (menorrhagia)') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2010, the patient had essure inserted. In 2010, the patient experienced back pain (seriousness criteria medically significant and intervention required). In 2011, the patient experienced vaginal haemorrhage (seriousness criteria medically significant and intervention required) and menorrhagia (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced urinary tract infection ("uti"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), fear of disease ("fear of bleeding"), dermatitis ("rashes or skin conditions type: dermatitis"), migraine ("migraines / headaches"), endometriosis ("reproductive system disorder or condition type of disorder or condition: endometriosis"), nausea ("nausea"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), fatigue ("fatigue"), anaemia ("severe anemia"), alopecia ("hair loss"), bladder disorder ("bladder problem"), urinary tract disorder ("urinary problem or changes"), abdominal pain lower ("cramping") and headache ("headache"). The patient was treated with surgery (ablation and total hysterectomy (uterus and cervix removed)). Essure was removed in 2015. At the time of the report, the back pain was resolving, the vaginal haemorrhage, menorrhagia and abdominal pain lower had resolved and the urinary tract infection, female sexual dysfunction, fear of disease, dermatitis, migraine, endometriosis, nausea, dysmenorrhoea, dyspareunia, fatigue, anaemia, alopecia, bladder disorder, urinary tract disorder and headache outcome was unknown. The reporter considered abdominal pain lower, alopecia, anaemia, back pain, bladder disorder, dermatitis, dysmenorrhoea, dyspareunia, endometriosis, fatigue, fear of disease, female sexual dysfunction, headache, menorrhagia, migraine, nausea, urinary tract disorder, urinary tract infection and vaginal haemorrhage to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): ultrasound scan vagina in 2010: total bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 1-apr-2020: pfs received : previously reported event "injury" updated to "abnormal bleeding (vaginal)", events- "abnormal bleeding (menorrhagia), uti, apareunia (inability to have sexual intercourse), fear of bleeding, dermatitis, migraines / headaches, endometriosis, nausea, dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), fatigue, severe anemia, hair loss, bladder problem, urinary problem or changes, cramping, headache", reporter, lab data added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.